Manufacturer narrative:
Findings: pump powered up properly and no blank display noted. Pump received with normal operating currents and passed all functional testing including the self-test, unexpected error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No damage was found on the c13/lcd isolation tape during visual inspection. No unexpected powering off or blank display noted during testing. Pump received with corroded battery tube, cracked reservoir tube lip, are cracked at the display window corner, minor scratched lcd window, cracked reservoir tube, and scratched reservoir tube window.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated that the device was not dropped nor bumped and not exposed to moisture. Customer was advised to insert the new aaa alkaline battery. Customer stated the display returned. The customer was advised to monitor the pump and we will ship a replacement battery cap.